Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Due to a delay in customer reloading cartridges their blood glucose was (bg) elevated. Customer¿s bg level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.